Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation on their implantable neurostimulator (ins) and ¿call your doctor¿ icon with a power-on-reset (por) message appeared on the programmer unit. The patient was able to successfully clear the por message and turn the therapy during the report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.